Manufacturer narrative:
D6: device returned with no lot identification. Visual inspections & results: lockout position; na. Cartridge condition; na. Cartridge return batch number; na. Instrument number; a 195 b 172. Functional tests & results: condition of firing trigger lockout; ab good. Condition of pinion gear; ab good. Condition of short rack; ab good. Condition of yoke; ab good. Test cartridge batch #; a j00j5l. Analysis conclusion: based upon the info received and the visual examination, it was concluded that instrument b was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Instrument a was returned in good physical condition. Instrument a was cycled, fired, cut, and formed the staples within design specifications. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
Two ez35ws were used during a lavh. The first device would not open after firing. They had to manually pry open the device to remove. The staple line was fine. A second ez35 was opened. When the second device was fired, the gray firing handle broke off. The device did fire the staples and the staple line was fine. There was no consequence to the patient.